Manufacturer narrative:
The device was evaluated by a zoll field service technician at the customer's facility. The customer's report was verified and attributed to a damaged multifunction cable (mfc). The mfc was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via multifunction cable. Complainant indicated that the operator obtained another device to treat the patient. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.